Event description:
The MFR received info alleging a ventilator would not recognize ac power. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The tech confirmed that the device would not recognize ac power. The device's power supply was replaced to address the issue.